Manufacturer narrative:
Customer reported that device was evaluated by their lab and reported that device passed infusion testing. Upon receipt of the device from customer, device underwent 4 add'l volumetric evals by failure analysis. Device passed volumetric evals and tested within specifications. The complaint was not confirmed for the reported issue. A 4x volumetric tests of 120ml/hr and 10ml tested within specifications: 1st test: 9.9ml or 99% of expected volume, 2nd test: 10.0ml or 100% of expected volume, 3rd test: 10.0ml or 100% of expected volume. Preventative maintenance was also performed on device. There is not sufficient info available to determine root cause for reported complaint. Ongoing communication with customer to collect add'l info is still in progress so that root cause can be determined for reported issue.

Event description:
It was reported initially by customer that device caused under-infusion to pt. Through several attempts to gather more info from customer. Customer reported that nurse could not get pump to infuse correctly. Customer reported that nurse reported chamber went dry. Customer reported no further details could be provided about event. Customer reported that pt did not experience any adverse affect from reported issue. Customer reported that pt is doing fine.